Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer had unspecified alarm on the pump. The customer¿s blood glucose level was 4 mmol/l. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device alarmed no motor movement during rewind. Problem isolated to motor.